Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4. UDI # - device sn: (B)(6) was manufactured in 2014 and was not subject to UDI requirements. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the unit was running on a patient in CT scan and the unit shut off. They had to turn the unit back on themselves. They have no further information on that. They had unit running on external battery and it is functioning as it should at the moment. No patient harm noted.

Event description:
Additional information received indicates that the ventilator was returned to fa lab for further investigation. Found purple wire from turbine assembly p/n 10126 to be pinched between bottom weldment and turbine bracket damaging insulation/ exposing wires. The exposed wires are making contact with metal causing an electrical short.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: root cause findings: the reported problem was confirmed through the events log and duplicated during functional check. Found purple wire from turbine assembly p/n 10126 to be pinched between bottom weldment and turbine bracket damaging insulation/ exposing wires. The exposed wires are making contact with metal causing an electrical short. Disposition: route ltv 1200 service repair p/n 18888-001-99 s/n (B)(6) s/v 05.10 to factory service to have turbine assembly p/n 10126 replaced and disposed of, then have assembly processed.